Event description:
A customer reported experiencing multiple occlusion alarms while using their insulin pump, particularly during bolus insulin delivery, over the past two weeks. There was no adverse impact to the customer's blood glucose level as it remained within the normal range. The customer resolved the issue by resuming insulin and reinitiating a bolus. A replacement pump was sent to the customer to resolve the issue.